Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log identified erroneous downstream occlusion however, it cannot be determined if the alarms are true or false. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an erroneous downstream occlusion alarm. There was no patient involvement. No additional information is available.